Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra transcatheter heart valve, the valve was successfully implanted, but difficulties were encountered when withdrawing the commander delivery system through the esheath+ as the device was getting caught at the distal tip and the balloon was crushed. The esheath+ was torn and the inner and outer part were separated (10 cm long). The distal tip was also observed to be damaged, and the delivery system was kinked close to the nose tip. The femoral artery had a short dissection, and the intimal layer of the vessel was scraped. The injury was surgically repaired. The patient was in stable condition post-surgery. As per imagery provided, the balloon of the commander delivery system is observed to torn from the ic bond.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: balloon torn at ic bond, there was balloon bunched towards nose tip, and a kink observed on the guidewire lumen at the crimp balloon area. Dimensional testing was done where double-wall thickness measurements of the crimp balloon were taken. The measured components were within specifications. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the direction conditions for the successful use of the device. The provided imagery was evaluated and revealed the following: the commander delivery system was fully inserted through the esheath after withdrawal from patient. The guidewire is inserted though delivery system guidewire lumen and no kink on guidewire lumen visible. Balloon torn at the ic bond. In this case, the reported event for difficulty to withdraw system through sheath were confirmed based on evaluation of the returned device and provided imagery. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the device history report did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the instructions for use and training manuals revealed no deficiencies. Furthermore, there were no abnormalities were reported during device unpacking or preparation. Per the 3mensio imagery provided, the patient had tortuous anatomy. Residual fluid left in the balloon after deflation increases the balloon diameter and may interfere with the sheath tip during withdrawal as the larger balloon profile interacts with the sheath. Also, non-coaxial withdrawal due to the presence of tortuosity during withdrawal may lead to withdrawal difficulty. As such, available information suggests that patient factors (tortuosity) and or procedural factors (residual fluid in balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.